Event description:
St-segment elevation myocardial infarction (stemi) patient from emergency room (ER), performing percutaneous coronary intervention (pci), went in with xience skypoint drug eluting stent. Went to deploy the stent. The balloon would not keep its pressure up. The balloon had ruptured while going up. Doctor explained that the balloon bursts during inflation in the right coronary artery (rca) and he was having difficulty removing the device via right (rt) radial access. We decided to get femoral access and proceed to remove the device with ensnare. The device was eventually removed. The vendor was contacted, and they are requesting to pick up the device for inspection.